Event description:
It was reported that patient presented to clinic for routine follow up. It was noted that the pacemaker (pm) was found in a backup mode. Subsequently, the pm was reprogrammed to normal settings. The patient was stable throughout.